Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008694, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008694 was manufactured according to the work instruction (wi) version 80 and packaging in the multivac m12 on 16-aug-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4h00564 was manufactured according to the wi version 27 and assembled in the quickset line, on 15-aug-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4h00565 was manufactured according to the wi version 27 and assembled in the quickset line, on 16-aug-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4h00468 was manufactured according to the wi version 42 and manufactured in the line 04-08, on 14-aug-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4f00002 was manufactured according to the wi version 41 and manufactured in the machine mp04, on 04-jun-2024, with a total of(B)(4) units. The sub-assembly: gluing of tubing of the lot 4g06098 was manufactured according to the wi version 42 and manufactured in the line 04-08-05, on 10-aug-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4h00467 was manufactured according to the wi version 42 and manufactured in the line 04-08, on 12-aug-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was from the quick release. The blood glucose level was high and the patient was treated with correction bolus via pump. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.